Event description:
A customer contacted beckman coulter inc. (Bec) reporting erratic hemoglobin (hgb) and hematocrit (hct) results generated on the coulter hmx autoloader analyzer. Upon receipt of additional information, the parameters reported to be erroneous were white blood count (wbc), red blood count (rbc), and hemoglobin (hgb) parameters in both primary and secondary modes on all samples analyzed. All samples were verified to the customer's back up instrument. Number of patient samples involved is unknown. Raw data and printouts were not received for the event; therefore, flagging cannot be assessed for this report. Erroneous results were not reported outside of the laboratory. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
The samples were whole blood and freshly drawn in vacutainer 3ml edta tube for patient samples. Controls were reported as being out of range on the instrument. All samples were rerun back to the last acceptable control run. A bec field service engineer (fse) was dispatched and observed that the blood sample valve (bsv) was giving erratic results as a result of the wrong dilution of blood being sent to the wbc and rbc baths. The fse replaced the bsv, which resolved the issue. The customer was wearing proper personal equipment (ppe), including a lab coat, gloves and glasses during the time of the event. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. Per labeling, the hmx al system manager includes flags, codes, and messages to alert you to issues with patient or control results. You can also customize the flagging of results and define rules for flagging sample results. Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results.